Manufacturer narrative:
The reported defective device has been returned to the MFR for eval. An investigation into the root cause for this incident is currently in progress. The results of the investigation will be sent via a f/u medwatch. (B)(4).

Event description:
As reported by the end user on (B)(6) 2011, during a pic catheter placement on (B)(6) 2011, the micro introducer wire became unraveled while in use. The tip of the wire became stuck inside the pt and the physician who performed the PICC placement used a snare to successfully retrieve the wire. The procedure was successfully completed without issues. No harm or injury was reported to the pt.